Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issue. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 202 mg/dl. Lastly, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer overfilled the cartridge. The cartridge was changed to address the issue and insulin delivery was resumed.